Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system jetd reperfusion catheter (jetd), and a guidewire. During the procedure, while inserting the 3maxc a few centimeters into the jetd, the physician broke the 3maxc in half. Therefore, the broken piece of the 3maxc was removed. The procedure was completed using a new 3maxc and the same jetd. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned 3maxc confirmed a mid-shaft fracture. Further evaluation of the device revealed yield marks near the fractured location. The yield marks indicate that the device likely kinked prior to fracturing. If the 3maxc is forcefully mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.